Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger was removed, no suture was present¿ was confirmed as posterior needle to cuff miss. The reported ¿foot was not able to be retracted¿ could not be tested/confirmed due to condition of the returned device. The reported ¿device was stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported separated guide (sheath) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyles were successfully pre-placed in the lcfa. Reportedly, the suture of one prostyle device was successfully pre-placed in the rcfa at the 10 o'clock position. A second prostyle device was attempted to be pre-placed at 2 o'clock position; however, when the plunger was removed, no suture was present, a cuff miss occurred. An attempt was made to retract the foot and remove the device, but the foot was not able to be retracted and became stuck. As a result, a cut down was performed, and it was confirmed the sheath was separated from the device. The separated piece was removed via surgery. It was visually confirmed as well as via xray and angiogram that no foreign object was left in the anatomy. The evar procedure was aborted, and hemostasis was achieved on the rcfa via surgical suturing. Hemostasis was achieved on the lcfa with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.